Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a pseudoaneurysm postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been patient activity postoperatively contributing the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: n/a. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that on (B)(6) 2024, the angio-seal was used for hemostasis. On (B)(6) 2024, after the patient was released from bed rest for sixteen hours, no problem was noted. On the same day, however, changing diapers caused abdominal pressure. A few hours later, a pseudoaneurysm was noted and was surgically treated. Health damage to the patient was not serious and the patient recovered. The procedure before deploying the device was an arterial ischemic stroke (ais) procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The patient was recovering. There were no other devices or equipment used with the reported product. Additional information was received on 05aug2024: the estimated blood loss was 250cc or less.